Event description:
The monofocal intraocular lens was removed and replaced with a multifocal intraocular lens on the same day of surgery. Reason stated was the wrong type of lens was chosen.

Manufacturer narrative:
Lens was received and is currently under evaluation. This event is associated with an error by the end user and not a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the lens shows an optic cut in 2 pieces with a distorted haptic. Device met all manufacturing specifications prior to release. Not a product complaint, incorrect model lens initially implanted. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.